Event description:
It was reported that the patient was experiencing a backup battery (ebb) fault that would not be rectified by self-tests or reseating of the ebb. The system controller was exchanged. Log files were sent for review. The log file captured "no external power" events on (B)(6) 2026 due to simultaneous power lead disconnects. All of the low power events appeared to be due to normal battery depletion. The log file began capturing ebb faults on 15jan2026 due to the ebb failing the load test.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log files. A no external power alarm consistent with routine battery depletion can be seen on (B)(6) 2026, the alarm resolved when the power cables were reconnected to fully charged external batteries. A backup battery fault alarm correlating to a load test condition was observed on from 18:47:49 on (B)(6) 2026 to 08:07:29 on (B)(6) 2026. At this time, the backup battery unloaded voltage was under the acceptable threshold as compared to the loaded voltage, triggering the backup battery fault alarm. Provided information indicates the backup battery fault did not resolve with performing a self-test or reseating the backup battery. The system controller was exchanged on (B)(6) 2026 in response to the backup battery fault alarm. The pump maintained a speed within the expected range throughout the log files while the driveline was connected. No other notable events were observed in the log files reviewed. The returned system controller and backup battery passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical backup battery fault alarms produced. During testing, multiple load tests were performed and the backup battery passed each time without any issues. Multiple attempts were made to obtain additional information from the customer regarding other backup battery fault alarms and if exchanging the controller resolved the backup battery faults; however, no additional information was provided. A root cause for the reported backup battery fault alarm was unable to be conclusively determined through this analysis; however, the root cause of the no external power alarm was determined to be due to battery depletion. A CAPA was initiated to investigate the increase in reported backup battery faults. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. D) section 7 entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault and no external power alarms. The heartmate 3 patient handbook (rev. A) section 2 entitled ¿how your heart pump works¿ instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. This section also instructs users that two new fully charged 14-volt batteries are expected to operate the system for approximately 17 hours, depending on your activity level. The heartmate 3 patient handbook (rev. A) section 3 entitled ¿powering the system¿, states do not use batteries to power the system when the patient is sleeping. The patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms. Heartmate 3 instructions for use (rev. D) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook (rev. A) section 6 entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history record for the system controller (serial number (B)(6)) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The device history record for the 11v backup battery (serial number (B)(6)) was inspected on 27nov2023 under batch 10097490. No deviations from manufacturing or qa specifications were shown from the backup battery. No further information was provided. The manufacturer is closing the file on this event.